Event description:
This lead was explanted due to dislodgement causing no sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
11-jul-2023 ra lead received with documentation stating there was malfunction of electrode with elevated impedance up to 1535, and noise, but normal function. Patient reports recent episodes of palpitations and dizziness. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis a fractured inner conductor coil was found directly next to the is-1 connector pin. The fracture probably resulted from mechanical stress. Furthermore, the distal end and is-1 connector pin were found bent, which most likely occurred during tensile forces. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 11-jul-2023 ra lead received with documentation stating there was malfunction of electrode with elevated impedance up to 1535, and noise, but normal function. Patient reports recent episodes of palpitations and dizziness. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.